Event description:
It was reported that the patient's implantable cardiac monitor exhibited under-sensing. Patient status was not provided.

Event description:
New information received indicates that programming changes were made. The patient was in stable condition.